Manufacturer narrative:
Continuation of d10: product ID 8780, lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via company representative regarding a patient with an implantable pump containing baclofen (500mcg/ml at 37.96mcg/day). It was reported that the spinal segment of the existing catheter was accidentally cut & pulled out during an unrelated spine surgery today. The hcp replaced the spinal segment with an 8782. The representative wanted to note that during the procedure the hcp did not add a purse string suture although it was recommended. He also did not anchor the new distal 8782 segment but rather kept the original anchor in place (original catheter was cut right above this original anchor), used the connector piece of the 8782 to connect to the new spinal segment, and sutured the connector piece into fascia. Part of the existing 8780 remains implanted and in service.